Event description:
This lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2012 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).